Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced eight events of infusion set tubing detachment from connector in the month of december since (B)(6) 2024. Patient noticed symptoms right away and changed supplies instantly. High blood glucose was addressed using correction bolus via pump and changing supplies. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 8. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.